Event description:
Medtronic received information from a literature article that a stenotic, regurgitant pulmonic conduit from this device family was treated with the implant of a transcatheter pulmonary valve (tpv). It was reported that the patient subsequently experienced infective endocarditis and expired; a separate report has been filed for that complaint. No additional information regarding this device was found in the article.

Manufacturer narrative:
A medtronic field representative was asked to contact the article¿s lead author for any device-identifying or patient outcome information that may be available for this complaint; to date, no additional information has been made available. Without a serial number, a device history record review could not be performed. Stenosis is a known adverse event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without device-identifying information, it could not be determined if this complaint was previously reported to medtronic, and a review of device history records could not be conducted. It also is not known if the device subsequently was explanted. (B)(4). Prosthetic valve endocarditis after transcatheter valve replacement-a systematic review authors: ignacio j. Amat-santos, md; henrique b. Ribeiro, md; marina urena, md; ricardo allende, md; christine houde, md; elisabeth bedard, md; jean perron, md; robert delarochellière, md; jean-michel paradis, md; eric dumont, md; daniel doyle, md; siamak mohammadi, md; melanie côte, msc; jose alberto san roman, md; josep rodes-cabau, md. Jacc: cardiovascular interventions, vol. 8, no. 2, 2015 issn 1936-8798 http://dx.doi.org/10.1016/j.jcin.2014.09.013.